Manufacturer narrative:
The device passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. There was no motor error alarm noted. The pump had intermittent button response due to flatten down arrow button dome switch. The keypad connector was fully locked. The device had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker.

Event description:
The customer's wife reported via phone call of button error and motor error on her husband's insulin pump. The customer's blood glucose at the time was 241mg/dl. The wife states the device may have been exposed to high magnetic field. The wife states the device went off, when the customer went through a sensor while shopping. The wife also states that the up and down arrow keys became unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.